Event description:
It was reported that the patient received several inappropriate shocks. Interrogation showed oversensing on the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an intermittent open circuit caused by a fractured sensing coil close to the crimp sleeve to the connector ring. This could cause the reported oversensing.